Event description:
An initial report of patient hospitalization was received by united therapeutics on 14-aug-2023 and forwarded to millyard advanced medical products, llc on 16-aug-2023. The patient reported that one of his pumps would not pair with the remote. The back-up pump was able to be paired but alarmed for cassette problems with multiple cassettes. An attending physician later reported the patient was being treated in the ER, and was experiencing shortness of breath having been off remodulin for 12 hours. New pumps were sent to the ER to continue remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 13-sep-2023 (report number 3016798778-2023-00044). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0007284 (paired with pump utpm0010432) show that the last recorded event before being returned was a delivery start event 3 days before the date of the complaint. No delivery stop events or alarms were recorded following the start of delivery. Logs recorded a no communication attention alarm, confirming the first reported issue. Logs from remote utrm0007285 (paired with pump utpm0010433) show that on the date of the complaint, pump failure cassette problem alarms were generated. This confirms the second issue reported in the complaint. The pumps were disassembled and inspected and both reported issues were confirmed to be caused by fluid ingress. No cassettes were returned, meaning the cause of the fluid ingress into the pumps cannot be determined. No further investigation is possible. Both systems functioned within specification as they entered a failsafe state after alarming.